Manufacturer narrative:
510k: this report is for an unknown 2.7mm screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal of broken synthes plates and screws. There were eight (8) 2.7mm broken screws and two (2) 3.5mm broken screws. Hardware was successfully removed. Patient outcome is unknown. No further information provided. Concomitant devices reported: 3.5mm ti lcp hook plate 3 hole (part# 04.113.103, lot # unknown, quantity 1), 2.7mm/3.5mm ti va-lcp ext medl dhp 4h/lt/111mm-long (part# 04.117.704, lot # unknown, quantity 1), 3.5mm ti lcp® posterolateral distal humerus plate 5h-left (part# 441.265, lot # unknown, quantity 1), 2.7mm screw (part# unknown, lot # unknown, quantity 7), 3.5mm screw (part# unknown, lot # unknown, quantity 2). This report is for one (1) unknown 2.7mm screw. This is report 6 of 10 for (B)(4). This complaint involves total 13 devices. This (B)(4) reports total 10 devices while remaining 3 devices are reported under related (B)(4).